Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 355 mg/dl and an insulin injection was administered to address the bg level. The customer performed a system check. The pump and infusion set tubing were found to be operating as expected. There was no reported damage to the cannula. During troubleshooting with tandem technical support, the customer loaded a new cartridge and the fill tubing step was performed and insulin was observed exiting the tubing with no alarm.